Event description:
In 12/2005, patient was returned to surgery for revision of r dislocated hip. Open reduction of constrained r total hip arthroplasty with reinsertion of new metal constraining ring was performed. Patient had experienced recurrent dislocations in 2001, 2002, with revisions made.